Event description:
A customer reported via phone call indicating that they experienced high blood glucose of over 500 mg/dl. The customer was hospitalized for diabetic ketoacidosis on (B)(6) 2015. The customer stated that they had been receiving a blank display screen on their insulin pump and had difficulty removing the battery cap. The customer tried reinserting the batteries but the issue was not resolved. The customer was hospitalized because they were (B)(6) pregnant and their baby had an infection which caused the customer to go into (B)(6). The customer was wearing the insulin pump during their hospitalization. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.